Event description:
Customer reported that the insulin pump's reservoir compartment was damaged. Customer stated that a piece of the top was missing possibly due to the insulin pump being dropped. Customer stated that the smell of insulin was coming from the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.